Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). Leak test was performed and found opening on posterior/ anterior. A microscopic analysis was performed which identify crease sharp opening on posterior and a striated opening in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. A striated edge opening on anterior due to surgical damage. Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.